Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date in 2000, the pt presented with recurrent disc herniation. The investigator noted the event as moderate in intensity. The pt underwent reoperation for microsurgical re-exploration and excision of recurrent disc herniation of the left l5-s1 within the following month. The event resolved on reoperation. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted anticipated post-op risk as a possible explanation for the event.